Manufacturer narrative:
H.11 additional manufacturer narrative: the aquabeam motorpack was returned for investigation. The treatment log files confirmed the reported e22 error with additional e23 errors. However, functional testing could not reproduce the reported e22 and the motorpack functioned as expected. Thus, the root cause remains undeterminable. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the occurrence of e22 errors as well as e23 errors. A review of the device history record (DHR) for the aquabeam robotic system/serial number (B)(6) and aquabeam motorpack/ lot number 23c01837 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam robotic system generated an "e22 - motorpack error" with three aquabeam handpieces. The aquabeam generated an "e50 - console error" with a fourth aquabeam handpiece. The treating surgeon made the decision to convert the procedure to transurethral recection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.